Manufacturer narrative:
A field safety notice and CAPA was initiated as corrective action. Foreign event subsequent reporting due to (B)(4).

Event description:
The unviversal handle broke during a workshop. [Customer].

Event description:
The universal handle broke during a workshop [customer].

Manufacturer narrative:
A field safety notice and CAPA was initiated as corrective action. Foreign event subsequent reporting due to fsn r-2024-03.

Manufacturer narrative:
The device history record was viewed and checked. The recall r-2024-07 was initiated and completed. This is the final supplemental report. The complaint is closed.

Event description:
The unviversal handle broke during a workshop. [Customer].